Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Cracked on right plunger case, top case was found badly broken on on lower left corner also bottom was found broken. Primary audible alarm background test was found during occlusion. Actions were taken to mitigate the reported issue: replaced top case, right plunger case for physical damaged. The root cause of the reported issue was found to be a speaker broken off from the two screws due to pump being mishandled by customer.

Event description:
It was reported that primary audible alarm background test event occurred. No patient injury was reported.